Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2008 (right side was entered in a separate complaint). Patient experienced significant pain, discomfort and soreness; difficulty walking and performing routine activities of daily living; and elevated levels of cobalt/chromium in his blood. He was revised on the left side on (B)(6), 2011. **update** - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.